Event description:
It was reported that the patient was experiencing overstimulation stimulation that made her have to use the bathroom every 20 minutes nonstop. The patient underwent spinal cord stimulation (SCS) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2218-50,Serial Number: (b)(6),Batch/Lot Number: 7142739,Model/Catalog Description: LINEAR ST LEAD KIT 50 CM,Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-2218-50,Serial Number: (b)(6),Batch/Lot Number: 7142833,Model/Catalog Description: LINEAR ST LEAD KIT 50 CM,Unique Identifier (UDI) #: (b)(4).